Event description:
Related manufacturer reference number: 2017865-2025-14693. It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular (rv) lead exhibited episodes of over-sensed noise which resulted in pacing inhibition, and failure to capture or high capture thresholds, it was unknown which. The left ventricular (lv) lead exhibited high capture thresholds or failure to capture, it was unknown which. Fluoroscopy was performed and revealed a dislodgement of the rv and lv leads. The rv and lv leads were explanted and replaced. After explanting the rv lead, it was also noted that the lead was bent. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement, failure to capture, noise over-sensing and lead bent. As received, a complete lead was returned in one piece with the helix found extended and clogged with blood/tissue. After cleaning the distal end, the helix was able to retract and extend by applying torque directly to the connector pin. The full helix extension length was measured to be within specification. The reported events of dislodgement, failure to capture, noise over-sensing and lead bent were not confirmed. Electrical testing was normal. Visual and x-ray examinations did not find any anomalies.